Manufacturer narrative:
Date of event: date of event was approximated to 07/01/2018 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) on an unknown date. According to the complainant, during the procedure, the guide catheter broke causing unsuccessful release of the prosthesis. The complaint device was removed from the patient. The procedure was completed with another advanix biliary stent. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Device code 1069 captures for the reported event of guide catheter broken. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Updated to 07/04/2019. Initial reporter title, first name and last name: (B)(6). Initial reporter facility name: (B)(6).

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct on (B)(6) 2019. According to the complainant, during the procedure, the guide catheter broke causing unsuccessful release of the prosthesis. The complaint device was removed from the patient. The procedure was completed with another advanix biliary stent. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. Additional information received on october 3, 2019. According to the complainant, the guide catheter did not break. Rather, the stent just failed to deploy. The guide catheter remained within the push catheter and the failed delivery system was removed in one piece.